Event description:
It was reported that the patient had a spectra penile prosthesis removed due to erosion on the left side. The device was replaced with an inflatable penile prosthesis on the right side. It was further noted that the patient was dissatisfied and though the spectra was too small. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow up report will be sent. Both cylinders showed damage to the outer layer which exposed the inner segments which appeared to have occurred during removal. Both cylinders functioned as intended.